Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age characteristic is male/76 years old for the patients referenced in the article. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿permanent his bundle pacing in patients with advanced av block: feasibility and long term followup.¿ europace abstracts supplement. 2015; 17, supplement 3: iii178.

Event description:
A journal article was reviewed which contained information regarding this lead model. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article indicated that there were five patients who needed a lead revision, for unknown reasons. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.